Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the ilet touch screen became unresponsive during a supply change, preventing completion of the fill tubing step until the device was placed on the charger. Once connected to external power, the screen functionality resumed, and the agent assisted the user in completing the supply change and resuming insulin delivery. The user was utilizing a steel 6 mm contact/detach infusion set and reported an elevated blood glucose value of 229 mg/dl, which was attributed to the time disconnected from therapy. Hyperglycemia was reported as a symptom. The outcome included a temporary interruption of insulin delivery with subsequent restoration of therapy. No alerts or alarms were reported during the event. An investigation was conducted, including troubleshooting and user guidance to complete the supply change and verify device responsiveness. Review of the available information indicated that the touchscreen nonresponse resolved upon connection to external power, consistent with a transient user interface or power state issue without evidence of a persistent malfunction. Based on previously established findings for similar reports, it was concluded that the cause was likely a temporary device state resolved by charging, with no further device-related failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.